Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during clinical use that the cardiosave intra-aortic balloon pump (iabp) displayed a negative pressure shortage. There was no health damage to patient.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component codes), h11. Corrected fields: h6(medical device ¿ problem code). A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse replaced the scroll compressor, 1/8 npt muffler, and the <100 micron muffler. The compressor cycle test worked without any problems. Afterwards, an automatic filling error occurred. Insufficient negative pressure was displayed again. The fse replaced the drive manifold assembly. The pneumatic module assembly was also replaced. An inspection was carried out and there were no further issues.